Manufacturer narrative:
Batch review performed on 12 july 2022. Lot 176935: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-oct-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: batch review performed on 12 july 2022. Reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot 174733: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-sep-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed 4 years after the primary surgery due to glenosphere position too superior (impingement) and stem was not stable. All implants revised. The patient already had previous revision surgery due to infection.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: revision 4 years after the primary rsa surgery in a female patient. The patient already had previous revision surgery due to infection. This may have created a difficult situation that made a superior position of the glenosphere/baseplate inevitable; a possible consequence of this could be impingement and subsequent mobilization of the humeral stem. All implants were revised. Due to the low quality of the images it is not possible to confirm if the position of the glenosphere is too superior, however, the humeral stem appears to have shifted laterally in the canal. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. In these conditions, it is very likely that due to the impingement, the stem moved from its original position and it results as shown in the radiographs. No reason to suspect faulty implants.